Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens implant procedure, the patient experienced visual disfunction. The lens was explanted and implanted with another lens following the initial procedure. Clinical reason for explant was mentioned as visual disfunction due to iol malfunction and other mechanical complications of iol. Additional information has been requested.